Event description:
Sorin group (B)(4) received a report that the s5 system panel display became unresponsive and showed a non functioning battery. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for eval. The issue was confirmed and the cause of the problem was found to be a defective component on one of the circuit boards. The component was replaced and all subsequent testing found the unit to be working properly. No further action is deemed necessary.